Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-april-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 06-april-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the controller exhibited a controller fault alarm due to the internal battery end of life. It were also reported that review of log file data revealed the ventricular assist device (vad) exhibited above normal power. The issue was resolved by exchanging the controller and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the pump's and controller's manufacturing documentation confirmed that the associated devices met all requirements prior for release. Log file analysis revealed consistent power consumption above normal operating range throughout the analyzed period; however, no high watt alarms were recorded within the analyzed period. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 18:30:28 and at 20:05:05, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Additionally, review of the event file associated with (B)(6) revealed a controller power up event with an associated motor start event was logged on 17/apr/2025 at 22:03:58. Review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms were logged on (B)(6) 2025 at 22:00:31 and 22:04:05, indicating that the controller was powered on without the driveline connected. Various parameters, including time, patient ID, and pump ID were programmed on (B)(6) 2025 prior to the controller power up event and the vad disconnect alarms, indicating the power up event and the vad disconnect alarms occurred during the initial programming of the controller and/or a controller exchange. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported above normal power consumption event. Based on the available information, the most likely root cause of the observed controller power up event can be attributed to the initial programming of the controller and/or the reported controller exchange. The most likely root cause of the observed vad disconnect alarm can be attributed to the controller being powered on without the driveline cable connected during the reported controller exchange. Based on the risk documentation, possible root causes of the a bove normal power consumption event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient factors. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.